Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp soln set under infused. After a 12-hour parenteral nutrition (pn) infusion via a spectrum pump completed, approximately ¿600-900ml¿ remained in the bag. It was a 4.3l bag and should have only ¿50ml overfill¿; therefore, the ¿patient missed up to 20% of the intended dose¿. There it was no report of patient injury or medical intervention associated with this event. No additional information is available.